Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) failed battery run test. Battery runtime of 60 minutes, minimum runtime spec is 135 minutes. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, d9 (returned to manufacturer on), e1(site country), g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion, component code), h10, h11 . A getinge field service engineer (fse) had inspected the unit he found that there was a battery runtime of 60 minutes but the minimum run time spec is 135 minutes. Than the fse had replaced the "d146-00-0039" - battery, sealed lead acid,12v from which the performance of a battery had been increased and the equipment is functional and cleared for the customer's use. There was no involvement of the patient. The defective components were received for further investigation. The failure analysis and testing technician installed the batteries p/n 0146-00-0039 into the cs300 test fixture serial number si100427h7 and tested the batteries as per the cs300 service manual part number 0070-00-0689 revision v. The fat dept. Verified the failure of the battery run time. (Short run time - approx. 55min). Suspected short battery run time caused by degraded cells in the batteries. Cell deterioration could possibly be caused by user not placing the batteries in a constant charge state. Retaining the batteries in the fat dept. Per procedure 0002-07-d008 rev ak. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.